Event description:
It is reported that during surgery in 2009, the surgeon tried to insert the shell with the instrument, but it became hard to loosen the screw. Finally, he loosened the screw of the instrument and the shell was put into the pt's acetabulum manually.

Manufacturer narrative:
Evaluation summary: no product was returned for eval. The device conditions are unk. The exact field ages of the inter-op shell aligners and the frequency of their use is unk. The surgical notes were unavailable for review and surgical technique is unk. Based on the provided info, the seizing of the shell aligners onto the shells may have been due to one or more combination of the following mechanisms: the aligners may have been over-tightened or over-torqued onto the shells (which may have caused the assembly to seize) or as the conditions of the shell aligners are not known, thread damage of the shell aligner tips may have increased the difficulty in assembly and disassembly of the components. Based on the available info, a definitive cause cannot be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.